Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there were high thresholds on the right ventricular lead. There was also report of infection. The lead was capped and replaced. No further patient complications have been reported as a result of this event.